Event description:
During a coronary drug eluting stenting treatment procedure, stent deployment issues occurred. The lesion being treated was located in the non tortuous, moderately calcified, 90% stenosed proximal left anterior descending (lad) artery. The vessel was pre dilated with an unknown size balloon. The physician attempted to deploy a taxus express2 2.50x20mm drug eluting stent, but the stent was only partially inflated and could not be fully inflated; therefore could not be deployed. The device was removed and the procedure was completed with another of the same device. There were no reported patient complications. The patient's status is reported as good.